Event description:
The blue cover of the tubing connector's port of the empty bag comes out. The empty bag is used to prepare bulk solutions. It is placed in the refrigeration for storage. The blue cover of the port s;odes pit pf tje [prt wjem jamgomg om tje jppd (rpp, te,[eratire) tp wotjdraw sp;itopm tp [re[are different IV admixtures.